Event description:
The patient experienced pain at the ipg site (described as system is pushing against their lungs). Surgical intervention is pending to address the issue.

Event description:
Additional information received indicated that the patient had their ipg repositioned on (B)(6) 2018.